Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces, minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and a cracked end cap.

Event description:
Customer reported that the buttons on the insulin pump became unresponsive. Customer stated that there were no alarms and that changing the battery did not resolve the issue. She could not recall any significant events leading to this keypad issue. The blood glucose reading was 223 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.